Event description:
Caller alleges meter doesn't work correctly; incorrectly calculates the bolus. No adverse event reported. No product return due to the custom and legal issues in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Clarification of which meter the customer was using was not obtained but it was likely an accuchek meter due to the nature of the complaint. (B)(6). Law does not allow return.